Event description:
Pt's breast implants were removed and replaced due to rupture and complete deflation of the right implant with capsular contracture. The implant date, implanting facility, and manufacturer are unknown. There were no identifying marks on the implant, although they were textured shell implants and had a posterior fill valve.